Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month ago that there was a real burning pain there at the very top of the right kidney and near the back. Patient said had a history of back pain and that they did see their primary care physician about this as they were concerned there might be a kidney stone. However their doctor didn't test for that and redirected patient to managing doctor for implant. Patient said they didn't think the pain was related to their back problems. Patient also mentioned experiencing frequent dizziness and falls constantly. Patient was concerned that due the falls the stimulation might be damaged as they noticed a loss of bladder control. Patient said they had no warning when they had to void. When asked, patient didn't recall when they first noticed loss of bladder control. Patient said that when they went to the doctor's office to get a pill, they got dizzy and fell flat in the middle of the room and hit their head. Patient also said that they had been in a nursing home for the past 4 weeks. Patient has an appointment with managing healthcare provider next tuesday (B)(6) 2023 around 10am and was told to contact [manufacturer] to ask if the representative could attend to check the implanted device. An email was sent to field staff. The patient was redirected to their doctor to further address their dizziness symptoms. When asked, patient said that they did have a family member that checks on them.